Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the unspecified bd nano pen needle experienced the cannula breaking off. The following information was provided by the initial reporter: son called in on consumers behalf and stated, patient end will break when taking injection. No injury to report.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval yes, d9: returned to manufacturer on: 03-may-2022. H6: investigation summary customer returned (2) 4mm, 32 gauge nano pro pen needles. One was not opened and featured a teardrop label, showing it was from lot 1272223. The lot for the used pen needle is unknown. The used pen needle features a bent cannula on the patient side. The cannula is bent at its base, at its midsection, and warped at the very tip. The damage to the tip is indicative of use. The other bends may be the result of stresses either applied during use or as the result of contact with the needle shield while reshielding. The remaining unused pen needle featured no defects. No DHR review can be carried out as lot number is unknown. Based on the samples received, embecta was able to confirm the customer¿s indicated failure of one of the cannulas bending. The root cause of the pen needle cannula bending is most likely stresses applied accidentally during use or contact with the needle shield during reshielding. H3 other text : see h10.

Event description:
It was reported that the unspecified bd nano pen needle experienced the cannula breaking off. The following information was provided by the initial reporter: son called in on consumers behalf and stated, patient end will break when taking injection. No injury to report.